Event description:
It was reported via the russian health authority that a patient is to be revised to address a xia rod fracture which was observed via imaging at approximately 4.5 years after implantation.

Manufacturer narrative:
H6 codes have been updated to reflect the new information.

Event description:
It was reported via the russian health authority that a patient with pain is to be revised to address a xia rod fracture which was observed via imaging at approximately 4.5 years after implantation.